Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing thoracoscopic radical mastectomy for lung cancer, surgeon used a linear stapler to cut and close the trachea. It was found that the cutting could not be done, and the reload was opened and there were unformed staples. Replaced the staples in time, cut and closed, and suture reinforcement.